Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause was determined to be a low transmitter battery that led to a transmitter failure. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. The dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. No additional patient or event information is available.